Event description:
Attending rn entered pt's room to discharge pt. Mother of pt reported the crib side rail slipped when the pt was holding on to it. As a result, the pt fell out of bed and "landed" on his head" mins before the nurse arrived. The pt was playing but not crying. A little bump was noted on the child's head with no bruise. Discharge was delayed for two hrs so the child could be observed.